Event description:
Per the clinic, the patient experienced a metallic and zapping sound with and without the processor on. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 under general anesthesia and the patient was not reimplanted.